Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The first device was unable to open and close the jaws or load the suture. For the second device, the black piece / button popped off. To correct the product problems, a third handle was opened and used without incident. No patient issues.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. A broken needle was found in the jaws of instrument two. Under microscopic inspection, the needle was broken at the swage and had witness marks on the loading slots. Witness marks from the needle tip impacting the beveled wall were observed on both instruments. Sheering on the toggle switches was observed for instrument two. Both instruments were loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Product analysis suggests the product was used in a surgical procedure. Sheering occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).